Manufacturer narrative:
Device evaluation of electrode belt (B)(4) . Has been completed. The reported problem (unable to communicate with monitor) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a shorted esd700 diode array on the distribution node pca. The root cause for the shorted diode array could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to communicate with a monitor.